Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication between the dexcom g7 continuous glucose monitor (cgm) and the ilet pump, where glucose values displayed in the dexcom app but were not displaying on the ilet, after which readings resumed without further assistance, consistent with signal loss to the pump and implicating the wireless communication pathway including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and characterized the event as intermittent communication failure involving the electrical, magnetic, and antenna components of the communication system. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth interruption resolved without intervention.